Event description:
It was reported, the patient was receiving inadequate coverage. X-rays were taken and revealed lead migration. As a result, the doctor repositioned the patient's lead on (B)(6) 2014. Effective therapy was present post-op. Further patient information is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.